Manufacturer narrative:
Product investigation summary: it was reported that two synapse locking screws (part 04.614.508 / lots 7895209 and 7869389) had ¿loosened on area of c2 and c3.¿ the returned implants were examined and no product deformities were identified which may have contributed to the complaint condition. A definitive root cause was unable to be determined; however, loose locking caps post-operatively are typically associated with improper insertion/locking technique. The complaint is confirmed. The synapse locking screw is utilized in the synapse oct system for posterior stabilization of the upper spine. The system technique guide suggests that following final adjustment of the construct, the locking caps be fully tightened on all locking screws with the screwdriver shaft and the 2 nm torque limiting handle. The construct is now rigidly locked. Final tightening should be accomplished after all locking screws have been placed, and should be aided by the countertorque tool. The returned implants were examined and no product deformities were identified which may have contributed to the complaint condition. The relevant drawings for the returned implants were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments and in each instance no material record reports, non-conformance reports, or complaint-related issues were identified with the lot numbers. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown when screw loosened . Additional product code: nkg. Unknown if device was explanted during revision surgery. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: after primary surgery on june 18, (B)(6) requiring revision surgery. The revision took place on (B)(6) 2015 and lasted for 80 minutes. There was reportedly no patient harm during revision surgery. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR 04.614.508 lot 7895209 released 3/27/15, (B)(4) manufactured the ti locking screw, p/n 04.614.508, lot number 7895209, for synthes work order (B)(4) and po 1717678. There were no mrrs or ncrs associated with the production of this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.